Event description:
Sales representative for (B)(4) phoned in a report of a customer who was experiencing a leak around the port of an interlink IV catheter extension set while accessing the port with a bd syringe 22 gauge. All connections appeared to be secure. The leak was noticed after accessing the port multiple times while preparing for injection of radioactive medication. This incident occurred with the interlink IV catheter extension set, product code 2n3374, with lot number ur09h11035. This incident occurred during patient use. There was no patient injury or medical intervention associated with this report. Samples are not available for evaluation. No additional information was provided.

Manufacturer narrative:
Sample not available at this time. Should the sample be returned /evaluated or additional information becomes available, a follow up medwatch will be submitted.(B)(4).